Manufacturer narrative:
While on the phone with dario's representative, the user stated that he thinks that his cartridge of strips may have expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips and meter are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user. The user reported that he tested his bg level with the new cartridge of strips and received a bg reading of 101 mg/dl which he stated was normal for him. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On november 1st, 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported that he was receiving high bg readings in the 362 mg/dl to 426 mg/dl range. Due to the above, the user went to the doctor, where his bg level was measured and read 261 mg/dl with the doctor's bg meter.